Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to corroded battery tube. Unable to verify battery power loss alarm, failed battery alarm and low battery alarm due to blank display noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert and battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.